Event description:
Invalid result (s). Called in because of an invalid test on 2 tests. No results displayed. No c or t line appeared. She claims she followed the directions exactly. She dispensed the sample into the s well. She waited the 15 minutes. She has since thrown the test cassettes away.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov3090005 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Retention samples met the qc criteria and the complaint issue was not found from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). Called in because of an invalid test on 2 tests. No results displayed. No c or t line appeared. She claims she followed the directions exactly. She dispensed the sample into the s well. She waited the 15 minutes. She has since thrown the test cassettes away.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.